Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that upon insertion, while finding the epidural space, a leak was observed at the level of the guard. As a result, the pt had to be punctured again with the needle. The same product was used without event; however, a different lot number was used.